Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08720 inches. No unexpected insulin flow blocked alarms noted. Unit received with the insulin flow blocked alarm functioning properly. Unit properly connected and calibrated with the glucose sensor simulator. No change sensor alert or calibration not accepted alert noted.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 489 mg/dl. Customer did not have any symptoms. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 397 mg/dl. Customer current blood glucose level was 489 mg/dl. Customer was ok to troubleshoot. Troubleshoot was performed for high blood glucose level. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There were no leaks or air bubbles. Customer did not check their settings. Pressure test was not performed. Customer declined to check their settings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump didn¿t calibrate. Products reads the insulin pump passed all the tests. The customer was not using auto mode feature during the serious injury.